Event description:
It was reported that a malfunction occurred on pump. There was no reported adverse impact to the customer. Contact was not with patient at time of call and planned for patient to contact technical support when ready for troubleshooting. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.